Manufacturer narrative:
Section d4, d6, h4: additional information this complaint was deemed to be a duplicate record to MFR # 2916596-2019-04842. The manufacturer's investigation conclusion from MFR# 2916596-2019-04842 is included below. Manufacturer's investigation conclusion: the reported pump stop events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 08:09:42 to (B)(6)2019 at 11:08:51, per the timestamp. Pump stop events with associated low speed/flow alarms were recorded on (B)(6) 2019, and (B)(6)2019 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop events and associated low speed/flow alarms cannot be conclusively determined through this evaluation. The patient had previously received an external driveline repair on (B)(6) 2019 and did not have any room for an additional repair. The center communicated that the patient is not a surgical candidate, so the patient was placed on an ungrounded patient cable. No further alarms have been reported at this time and the patient remains ongoing on the device. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: this complaint was deemed to be duplicate record to MFR # 2916596-2019-04842. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number requested but not provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump stopped while connected to the grounded cable. The patient had percutaneous (perc) lead revisions before. No further room for another repair. The log file captured pump stops on (B)(6) 2019. These appeared to be caused by a perc lead issue. There were low battery hazard on (B)(6) 2019 due to normal battery depletion. The patient did not respond to the low battery advisory; the patient was sleeping on battery power, which was not recommended. The patient was stable. No further alarms since being placed on an orange cable. No intervention planned at this time.